Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the transmitter displayed a pair new transmitter message. Data was provided for evaluation. Data review could confirm the reported event of transmitter issue. Additionally, the transmitter was returned for evaluation. An external visual inspection was performed and the device passed. A voltage test was performed and the device passed as it had 0.21 voltage. Review of the log data was performed and transmitter fatal error was observed. The reported issue of transmitter issue was confirmed via product testing. This complaint is reportable based on the finding of transmitter fatal error via log data review on (B)(6) 2019. A probable cause was determined to be low transmitter battery. No additional patient or event information is available.